Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: evaluation of device (labeling). Review of device history records. Review of complaint history. Results: the lot on the device is unknown we cannot perform a review of device history record. This is the (B)(4) incident for similar issue after the review complaint records during last two years. (B)(4) items were sold during this period, drills (B)(4) being single use instruments. The global rate failure is evaluated at (B)(4). Conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined.

Event description:
It was reported the failure of the device might have led to injury. During the surgery the burr did not drill well. The surgeon tried to drill multiple times but because he had to apply tremendous force, he decided to use the hospital's drill instead of the drill in the hallu-fix set. The surgeon mentioned he could hurt the patient or himself. It was reported that although the device failed while in use, no patient/surgeon injury is alleged. It was reported there was a delay in surgery of 10 (minutes).